Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The right ventricular (rv) lead was explanted and replaced due to an unknown reason. During the replacement procedure, the system was electively replaced. Further information was requested but was not available.

Manufacturer narrative:
As received, a partial lead was returned for evaluation in two pieces. All damages were consistent with those occurring at the time of explant. Electrical testing and x-ray examination did not reveal any indication of conductor fractures or internal shorts.